Manufacturer narrative:
Intended use: the 1.5t knee array coil is intended magnetic resonance imaging of the knee as described in k082636. The patient reported a forearm burn after this device was used for a thumb examination.

Event description:
In the afternoon of friday (B)(6), the patient reported a reddening on his right forearm following his thumb examination using the siemens 1.5t knee coil on (B)(6) around (B)(4).